Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the needle of the suture broke during laparoscopic exploration with hepatectomy, cholecystectomy and microwave ablation of the right hepatic. After hemostasis, the visiting nurse immediately searched the abdominal cavity, gauze, and suction bottle, but no broken needle was found. Xray was also performed, but still no broken needle was found in the patient's body. The surgical time was extended to 90 minutes.